Manufacturer narrative:
(B)(4). The lot was manufactured from (B)(6) 2016. The device was received for evaluation with approximately 230ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, tiny specks of white drug residue were noted around the blue winged luer cap but no signs of fluid were observed coming out at the blue cap. Functional leak testing was successfully performed without noting any issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The infusor was filled with 4700 mg of fluorouracil in sodium chloride 0.9%. This occurred before use. There was no patient involvement. No additional information is available.